Event description:
It was reported that the patient experienced a loss of therapeutic effect and a headache with acute pain following exposure to a security gate. The patient didn't go through the gate but had a security wand held over her implant during a manual search approximately one month prior. The symptoms were at the lead-extension connection area by her right ear. She also experienced a buzzing in her head for "a few weeks" prior. The patient did continue to have headaches since the implant, but they got much worse during the previous few weeks. Her headaches had been feeling different and she had the worst one she had ever had one day prior. She was not feeling any stimulation and was having coupling/communication issues. She was working with her physician to see if her headaches would improve without the stimulation and because of this, she hadn't been recharging. The last successful recharging session and the last time stimulation was felt was 2-6 months prior. During troubleshooting, the patient saw a poor communication message on the patient programmer. She used the antenna locate feature, which lead to a power on reset (por) message, which then lead to a normal recharging screen. The patient attempted charging the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, lot# v082514023, implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).